Event description:
It was reported that the connector of a 60¿ micro volume extension set "broke at the IV tubing." This occurred after priming, but before patient use. The reporter stated that "nothing was spilled." There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of the condition was determined to be due to a manufacturing issue. To correct the condition, retraining of appropriate personnel was performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The device was received for evaluation. Visual inspection revealed that the microbore winged female luer lock adapter was separated from the tubing. The reported condition was confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.